Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("device embedded") in a 39 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of dysmenorrhea on (B)(6) 2022. Concurrent conditions were listed as pelvic pain and abnormal uterine bleeding since (B)(6) 2022. In march 2014, the patient had essure inserted. On (B)(6) 2022,, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysteroscopy, bilateral laparoscopic cornuectomy and salpingectomy, removal of essure). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: history: essure insertion march 2014 findings: the endometrial cavity filled normally with contrast. No contour abnormalities or filling defects. No contrast within the oviducts, and no peritoneal spillage of contrast. Impression: effective tubal blockage by essure devices [pathology test] on (B)(6) 2022: final diagnoses: a. Right fallopian tube, right salpingectomy: - complete benign fallopian tube including fimbriated end. - essure coil detected grossly. B. Left fallopian tube, left salpingectomy: - complete benign fallopian tube including fimbriated end. -essure coil identified. Specimen: right tube, left tube clinical history: secondary dysmenorrhea gross description: right tube: within the proximal lumen is an embedded metallic essure coil, when removed measures in aggregate 3.0 x 0.8 x 0.2 cm left tube: within the proximal lumen is an embedded metallic essure coil, when removed measures in aggregate 3.5 x 0.6 x 0.2cm quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("device embedded") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysmenorrhea on (B)(6) 2022. Concurrent conditions were listed as pelvic pain and abnormal uterine bleeding since (B)(6) 2022. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022,, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysteroscopy, bilateral laparoscopic cornuectomy and salpingectomy, removal of essure). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: history: essure insertion (B)(6) 2014 findings: the endometrial cavity filled normally with contrast. No contour abnormalities or filling defects. No contrast within the oviducts, and no peritoneal spillage of contrast. Impression: effective tubal blockage by essure devices [pathology test] on (B)(6) 2022: final diagnoses: a. Right fallopian tube, right salpingectomy: complete benign fallopian tube including fimbriated end. Essure coil detected grossly. B. Left fallopian tube, left salpingectomy: complete benign fallopian tube including fimbriated end. Essure coil identified. Specimen: right tube, left tube clinical history: secondary dysmenorrhea gross description: right tube: within the proximal lumen is an embedded metallic essure coil, when removed measures in aggregate 3.0 x 0.8 x 0.2 cm left tube: within the proximal lumen is an embedded metallic essure coil, when removed measures in aggregate 3.5 x 0.6 x 0.2cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.